Event description:
It was reported that patient services (pss) received call from patient rep in regards to the tm91. The caller stated that they are unable to connect to the dbs therapy app. The caller stated that the patient is having a return of tremors in their left arm. The caller stated that they were unsure if the return of symptoms were due to the patient being tired or the implant being off. The caller stated that they were unsure if the tm91 had been charged within a six month time frame, but stated that the patients daughter had used the equipment before. When the caller pressed the power button the battery button flashed greenon the tm91. Pss had the caller power the handset on and attempt to connect to the dbs therapy app. The caller stated that the handset was prompting them to place the tm91 over the implant before a "no device response " message appeared on the screen. The caller confirmed that the patient has not had any surgery's recently that could effect the implant. Pss redirected the caller to the hcp to further assist.

Manufacturer narrative:
Concomiatant product ID tm91d0, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported the circumstances that led to the implant being off and the connection issue was the battery dying earlier than expected. A new battery was implanted which resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.